Event description:
Medics responded to a cardiac arrest, pt condition not reported. Reportedly when an attmept was made to deliver a defibrillation shock to the pt the device indicated connect electrodes and use of the deivce was inhibited. A back up device was made available and care of the pt was continued. Pt outcome was not reported.